Event description:
It is reported that the device was implanted in 2001. The patient experienced extensive medical accentuated osteolysis in the area of the tibia head: medial and lateral. A revision surgery is foreseen, but is not currently scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.